Manufacturer narrative:
Batch review performed on 03 november 2020: lot 1908781: (B)(4) items manufactured and released on 22-nov-2019. Expiration date: 2024-11-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting pain due to a ruptured arthrotomy, 2 months after primary surgery. The cause of the ruptured arthrotomy is unknown. The surgeon revised the gmk-sphere tibial insert - flex s6l - 10 mm with a gmk-sphere tibial insert - flex s6l - 10 mm. The surgery was completed successfully.